Event description:
Augmentation mammoplasty on 5/90. Implant placed above muscle. No history of breast cancer in family. Chronic pain in the left breast and pain that radiates down left arm. No significant scarring on palpation.